Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available in data management system. Based on the analysis, the reported mismatches were confirmed and they were caused by initial adjustment of system after new sensor insertion. Further review of the in-vivo data shows that the system continued working properly with good mard values after the reported period. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a false hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2022 at around 8:00 am. The reported blood glucose (bg) value was 108 mg/dl and sensor glucose (sg) value was 220 mg/dl. User complained of receiving high glucose alerts although the bg was normal and no symptoms.